Manufacturer narrative:
Upon receipt of additional information, this event has been determined to not be reportable. There are no allegations of failure of the device and the event is considered normal post-implantation. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3007963827 - 2017 - 00269, 0001822565 - 2017 - 07349, 0002648920 - 2017 - 00656. Concomitant medical products: 42500606001 femur cemented posterior stabilized (ps) standard left size 6 lot 63211109 42532006701 tibia cemented 5 degree stemmed left size d lot 63364212 42511400513 articular surface fixed bearing posterior stabilized (ps) left 13 mm height lot 62741555. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
The patient involved in the clinical study reported pain and swelling. X-rays were taken to rule out joint damage. No revision or surgical intervention has been reported to date. No further information has been made available.